Event description:
It was reported that, "patient complained of pain, there was malalignment of the knee. Item was removed after 12 years and replaced for alternate reasons to wear and oxidation. Surgeon requested testing for wearing patterns as an insight into the longevity of this particular type of implant."

Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation.